Manufacturer narrative:
At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, goldline pencil, pushbutton, 1" blade, holster, catalog # 130309a, lot 201907264, for a possible insufficient heatseal. There was no contact with the patient as this was found during incoming inspection in (B)(6). Due to the potential severity of a possible breach in sterility, this report is being raised as a malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The customer's reported complaint of an insufficient heat seal leading to a breach in sterility is confirmed. Conmed received one 130309a in unopened original packaging, the reported catalog and lot numbers were verified. A visual inspection was performed and an opened hole in the packaging was found. A functional inspection was not done as dye leak testing was not needed; the opening was obvious. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. A lot history review was conducted and found this is the only complaint for this lot number and failure mode. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU also advises the user to inspect and test each device before use. These devices should never be used when: there is visible evidence of damage to the exterior of the devices such as cracked or damaged plastics or connector damage. These devices fail the inspection described herein. Sterility guaranteed unless package has been opened, broken or damaged. This issue will continue to be monitored through the complaint system to assure patient safety.